Manufacturer narrative:
(B)(4). The reported device was not returned for evaluation. A review of the device history record, complaint history record and quality control documents did not reveal conditions that could contribute to the reported event. There was no evidence to suggest the device was not manufactured according to specifications. Based on the available information, a definitive root cause is undetermined.

Event description:
It was reported, after the three-way plastic stopcock is hooked up, the device leaks and was noted to be cracked. The stopcock was replaced and the procedure was completed. No additional information has been received.